Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2021-01280.

Event description:
Note: multiple boston scientific mesh devices were implanted into the same patient. This report pertains to the advantage. It was reported to boston scientific corporation that a pinnacle lite prolapse repair mesh and an advantage incontinence sling were implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; other pain: nerve pain in vulva, clitoris, under pubic bone & coccyx area; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2020 the patient underwent further surgery under general anesthesia for the following purpose: full mesh removal - the three mesh implants aforesaid removed. On (B)(6) 2013 the patient underwent further surgery for the following purpose: unsure some minor procedure performed 6 weeks after initial implant.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: multiple boston scientific mesh devices were implanted into the same patient. This report pertains to the advantage. It was reported to boston scientific corporation that a pinnacle lite prolapse repair mesh and an advantage incontinence sling were implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; other pain: nerve pain in vulva, clitoris, under pubic bone & coccyx area; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2020 the patient underwent further surgery under general anesthesia for the following purpose: full mesh removal - the three mesh implants aforesaid removed. On (B)(6) 2013 the patient underwent further surgery for the following purpose: unsure some minor procedure performed 6 weeks after initial implant.